Event description:
On the morning of (B)(6) 2026, intravenous infusion therapy was scheduled for this patient. Prior to administering the infusion, a pre-procedural inspection of the indwelling needle was conducted in strict accordance with operating procedures. During the inspection, it was discovered that the catheter was not properly sealed and exhibited air leakage, failing to meet clinical usage standards. To mitigate medical risks, a comprehensive inspection of the entire batch of catheters in the box was immediately conducted. Upon individual verification, it was confirmed that multiple catheters in the box had packaging leaks and were unsuitable for clinical use. Failure of the packaging seal for this type of medical device poses significant clinical safety risks. Air leakage in the packaging of indwelling needles compromises the device¿s sterility, making it highly susceptible to bacterial growth and contamination. If such issues are not promptly identified and addressed before use, they may lead to adverse events such as phlebitis, puncture site infections, and nosocomial infections, threatening patient safety and disrupting the safe and orderly conduct of clinical nursing operations.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.